Manufacturer narrative:
B5 - reportedly, the problem is resolved. The patient is happy. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+1.0/087 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The patient experienced pupil block with elevated intraocular pressure (iop) and the lens remained implanted. The cause of the event was unknown. The patient is slowly recovering and the pupil is getting better.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).